Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, d8, h3 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. The big wheel was not rotating correctly due to a cut on angle wire, bending section cannot be bent in up direction at all. A definitive root cause could not be identified. Based on the results of the investigation, the investigation findings of the reported failure was most likely a known inherent risk of device.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed that there was no patient harm from the prolonged procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to fields h6 and h11. Corrected h6 investigation findings from c070604 to c0601 and h6 investigation conclusions from d12 to d02. Based on the results of the investigation, the most probable cause was due to some kind of stress such as damage or deterioration of parts which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a colonoscopy procedure, the "big wheel" of the colono videoscope was not rotating correctly. The procedure was delayed for more than 30 minutes while the patient was under sedation and was still completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.